Event description:
It was reported that the patient experienced high blood glucose on 18-mar-2026 and high blood glucose level was treated with pump.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: (B)(6) city: (B)(6) state: (B)(6) zip code: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site:(B)(4) manufacturing site: (B)(4).